Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Level implanted: thoracic vertebra 12.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to osteoporotic fracture. Intra-op, while inflating the balloon it bursted. No patient complications were reported.

Manufacturer narrative:
Visual functional visual and functional evaluation of the ibt balloon identified a sharp cut at the balloon, disallowing inflation. The morphology, location and timing of the balloon rupture is consistent with possible contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.